Event description:
During the steris cleaning process for colonoscope, the power failed and the printout of sterilization status was not available. Scope was subsequently used for another patient's colonoscopy. Staff identified potential sterilization problem after this case because machine had been turned off. When employee turned machine on, printout stated "warning, sterilization not complete due to power failure." Disclosed to patient that the scope may not have reached 100% high level disinfection since the machine evaluates sterilization. Followup testing of patients was done. On bio-tech examination of printouts from that day, it was noted the steris system had issued 2 warnings several days earlier and once on the previous day prior to this problem. Unit was taken out of service for evaluation. Found a water leak in the lead, which shorted out the system when the steris is powered up, creating the warning message, and discovered the plastic lead was cracked. Steris system was purchased in 1994. The original lead was plastic. Steris replaced broken plastic lead with a steel lead. Machine readings were ok when on standby and replacement steel lead has had no further problems.